Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative visited the facility to adjust stimulation on (B)(6) 2017. Telemetry was not established using the physician programmer and it was noted that the implantable neurostimulator (ins) was overdischarged. It was inferred that the event was due to the remaining battery reaching almost zero. The patient recharged the device every single day until (B)(6) 2017. The reposition antenna screen was often displayed during recharging. After the battery function was restored during a 60 minute countdown a power on reset (por) was displayed and the device started to be recharged normally. As outpatient time was over so that the device was not recharged fully until canceling por during the outpatient visit on (B)(6) 2017, the patient was told to recharge the device fully at home. On a later date, cancelling por and adjusting stimulation was scheduled as directed by the physician. When the patient attempted to recharge the device at home the device battery was unable to be recharged. On (B)(6) 2017 a 60 minute countdown was performed again. The device was restored a second time. The issue was not resolved at the time of report. The device remained implanted and remains in service. It was suspected that the limit number of device overdischarged was passed. The patient accidentally maneuvered the device.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the diagnostics performed was a 60 minute countdown of recovery process from overdischarge. The cause was not determined. The device issue was recovered. The report of "the patient accidentally maneuvered the device" meant the patient would have used the device wrongly. One overdischarge was reported, no other information was available because telemetry was unavailable. No further complications were reported or anticipated.